Event description:
Right ij line leaking and ra line leaking. Dressing changed and reinforced. Pt noted to have svt and leaking of lipids from right ij line, and no blood return from line. Md notified and chest xray obtained. Radiologist called to confirm line is out and possible atrial cap. Md reviewed e-ray and right ij and d/c'd and la line repaired. Dates of use: (4 days) 2006. Diagnosis or reason for use: repair of heart defect. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.